Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 200 mg/dl, and the meter bg reading was 700 mg/dl. As a result of the inaccurate cgm values, the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with high ketones that the health care provider determined to be dangerous and life threatening. Customer was treated with intravenous fluids of saline and insulin, and released from the ICU on (B)(6) 2021 with no permanent damage, and the issue resolved. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.